Event description:
A surgeon reported that following intraocular lens (iol) exchange procedure, the pt is doing well with minimal lens rotation noted postoperatively. The pt bucva was reported as 20/25. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the account to properly complete an investigation. Additional info was requested on (B)(4) 2012, by fax and mail. A completed questionnaire has not been received. (B)(4).